Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the reason for revision was due to natural progression.

Event description:
It was reported that patient underwent an initial hip hemiarthroplasty on an unknown date. Subsequently, patient was revised to a total hip on (B)(6) 2015 due to unknown reasons. The modular head was removed and replaced, and a shell and liner were implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.